Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the patients symptoms. This MDR is being filed because the treating doctor considered the event was life threatening to the patient. Not returned to manufacturer.

Event description:
The patient reported symptoms of sore throat, rash and swelling of the eyes, rash on the stomach, rash on the chest and pneumonia. The patient reported being hospitalized and was diagnosed with pneumonia. The patient reported being prescribed antibiotics (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015 and the patient is doing fine. The treating doctor considered the event was serious or life threatening to the patient.